Event description:
Same case as MFR: 2134265-2014-04511. It was reported that post a stenting treatment procedure, the patient experienced an allergic reaction. Following the implantation of a 22x45/10 and a 22x55/10 wallstents, the patient experienced burning mouth, rash and itchiness, and a sensation that gets her mental thoughts rising, these issues have all taken place since implantation of the two stents. The patient started to experience really bad metal allergies one day post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that two stents were placed in the left leg and one in the right leg. Patient had surgery to remove the stents. Patient states that a cut was made from there chest wall all the way down to their stomach. However, a blood vessel was torn during the procedure and the patient lost 3.5 pints of blood. Patient states ¿ I almost died¿. Surgeon repaired the damaged vessel, but then decided to leave stents in place because it was too risky to remove them. Patient was told that there reacting to 4 metals found in the stents material.